Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended amount of insulin. No adverse event reported. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
Corrected last digit of serial number for the suspect device.